Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient was in good condition post-procedure.